Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, successfully resolving the issue as the sensor reconnected before the call ended.